Manufacturer narrative:
Based on the information provided, the cause of the reported post-operative complication has been determined to be possibly related to the vse instrument malfunctioning. The vse used during this event was reportedly discarded and is therefore not available for additional investigations. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for the procedure date of (B)(6) 2021 has been performed and the following was observed: no relevant errors were observed during this procedure. The vse logs for this event were reviewed by an isi failure analysis engineer and the following information was provided: "no errors in the logs, no events that would suggest an instrument failure across the instrument¿s approximately 43 minutes of use." This event is being reported due to the following conclusion: after undergoing a da vinci-assisted surgical procedure, the patient reportedly experienced a post-operative bleed on a vessel that was sealed with the vse instrument. The patient required a secondary procedure to resolve the issue as well as four units of blood. Blank MDR fields: follow-up was attempted, but the missing patient information in sections was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field is blank because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Event description:
It was initially reported that after a da vinci-assisted right hemicolectomy procedure, the patient had an internal bleed which required an additional procedure to resolve. The surgeon reported that there were no issues during the da vinci-assisted procedure and that the vessel sealer extend (vse) had worked fine. However, within two hours post-operatively, the patient was found to be hypotensive and the hospital staff suspected an internal bleed. The patient was then brought back into the or where an emergency exploratory laparotomy procedure was performed. The surgeon said the patient¿s ileocolic artery was found to be bleeding and that he had sealed that vessel with the vse during the initial procedure. During the secondary laparotomy procedure, the surgeon resolved the bleeding by suturing the bleeding ileocolic artery. In addition, the patient received four units of blood due to this bleeding. The patient was hospitalized for a total of seven days and was doing well upon discharge. The surgeon said the patient had no medical history relevant to this event. A circulating nurse at the hospital reported to the intuitive surgical, inc. (Isi) clinical sales representative (csr) that the vse used during this event was discarded post-operatively. The surgeon reported that he does not believe this event is related to the vse, but ultimately does not know the cause of the event. The surgeon reflected on this event and provided that he had cauterized the ileocolic artery four times during this procedure. The surgeon said that he plans to not cauterize vessels more than three times in his future cases. The surgeon also said that he may place clips on vessels prior to sealing with the vse, in his future cases, then remove the clips after sealing to attempt in preventing an event like this from happening again.

Manufacturer narrative:
Based on the information provided, the cause of the reported post-operative complication has been determined to be possibly related to the vse instrument malfunctioning. The vse used during this event was reportedly discarded and is therefore not available for additional investigations. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for the procedure date of (B)(6) 2021 has been performed and the following was observed: no relevant errors were observed during this procedure. The vse logs for this event were reviewed by an isi failure analysis engineer and the following information was provided: "no errors in the logs, no events that would suggest an instrument failure across the instrument¿s approximately 43 minutes of use." This event is being reported due to the following conclusion: after undergoing a da vinci-assisted surgical procedure, the patient reportedly experienced a post-operative bleed on a vessel that was sealed with the vse instrument. The patient required a secondary procedure to resolve the issue as well as four units of blood. Blank MDR fields: follow-up was attempted, but the missing patient information in sections was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field is blank because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Event description:
It was initially reported that after a da vinci-assisted right hemicolectomy procedure, the patient had an internal bleed which required an additional procedure to resolve. The surgeon reported that there were no issues during the da vinci-assisted procedure and that the vessel sealer extend (vse) had worked fine. However, within two hours post-operatively, the patient was found to be hypotensive and the hospital staff suspected an internal bleed. The patient was then brought back into the or where an emergency exploratory laparotomy procedure was performed. The surgeon said the patient¿s ileocolic artery was found to be bleeding and that he had sealed that vessel with the vse during the initial procedure. During the secondary laparotomy procedure, the surgeon resolved the bleeding by suturing the bleeding ileocolic artery. In addition, the patient received four units of blood due to this bleeding. The patient was hospitalized for a total of seven days and was doing well upon discharge. The surgeon said the patient had no medical history relevant to this event. A circulating nurse at the hospital reported to the intuitive surgical, inc. (Isi) clinical sales representative (csr) that the vse used during this event was discarded post-operatively. The surgeon reported that he does not believe this event is related to the vse, but ultimately does not know the cause of the event. The surgeon reflected on this event and provided that he had cauterized the ileocolic artery four times during this procedure. The surgeon said that he plans to not cauterize vessels more than three times in his future cases. The surgeon also said that he may place clips on vessels prior to sealing with the vse, in his future cases, then remove the clips after sealing to attempt in preventing an event like this from happening again.